Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
The customer reported the unit will not power on with(alternating current) ac only or with battery only. No (light emitting diode) led lights are working when ac is plugged into the wall outlet. There was no patient involvement.

Manufacturer narrative:
G4:08apr2021 b4:(B)(6)2021 the device was evaluated remotely by a philips remote service engineer (rse). The customer was advised no led lights are working when ac is plugged into the wall outlet, and the caller suspect the power supply. The rse provided part ID for the power supply. The customer responded by email that the issue was corrected. The customer replaced the power supply to resolve reported issues. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.